Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that insulin was leaking from the pod, leading to a rise in the patient's blood glucose level to 26 mmol/l (468 mg/dl). The pod had been worn on the leg for approximately 1 to 4 hours. Due to the high glucose levels, the patient sought medical attention at leeds general infirmary, where ketone levels were found to be elevated up to 3.0 mmol/l. The patient was treated with a sliding scale insulin drip overnight. A new pod was later applied by a healthcare professional, and the patient was discharged the following day.